Event description:
Faulty syringe needle. Staff member attempted to administer 1st dose of 200mg haldol, but upon piercing the skin and pushing the plunger the needle immediately retracted, and the plunger failed leaving the full dose of haldol (200mg) in the hub of the needle. Schizophrenia. Is therapy still on-going? Yes.